Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident therapy for peritoneal dialysis (pd). The action taken with therapy was not reported. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with amikacin and meropenem for the peritonitis. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.